Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of, lens was successfully implanted in both eyes of a patient with epiretinal membrane (erm) disease in only one eye. The eye which had cataract only has no problem on visibility, however the patient had double vision on the other eye of erm although the intraocular lens (iol) of the same model were implanted in both eyes of the patient. Therefore the operation of replacement with another lens model was performed. After the replacement the patient can see without any issue.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis. As per the dr.'s opinion, although the reason why the event occurred was unknown, it was not due to iol (intra ocular lens) itself. He/she was relieved the situation was resolved without any problems as a result. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).